Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history records is forthcoming. A follow-up report will be submitted with any additional relevant info.

Event description:
Device malfunction: failure to deploy needle. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, during needle deployment, one of the needles deflected. The needles were backed-down and the device was removed. A second prostar xl was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.